Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. No causes or potential causes to the customer's reported problem were found during the device history report (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. Good condition with no appearance of any physical damaged. Force sensor test error was found in the event history log. The technician performed power up process, checked and tested force sensor. Force sensor test error was found at power up and failed force sensor reading, at 0.00 pound (lbs.) The force reading was-1.25 lbs. And the count was 0.00 (at 0.00 lbs. Of force the count reading should be at 30s range). The root cause of the reported issue was found to be the force sensor was out of calibration. Pump will be converted into a loaner. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that the device had an out of box failure, force sensor test occurred. No patient injury was reported.